Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified damage. The proximal end of the stent was bunched in a distal direction exposing the balloon wall for approximately 12mm. Struts 1-5 from the distal end of the stent were undamaged and crimped in place. The outer diameter (od) of the undamaged distal section was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed section of the balloon wall; this indicates crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery (lcx). Predilation was performed using a 2.5x20mm maverick balloon catheter. A 3.00 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was complete with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.